Event description:
We have at least three documented incidents where the anesthesia machine started the case normally and at some point during the case displayed an alarm message indicating a failure of the anesthetic agent vaporizer. Agent delivery apparently stops at this point. Replacing the agent cassette had no effect. All attempts to restore agent delivery failed until the power was turned off and the machine re-booted. During the restarting process, the patient had to be hand ventilated. The machine was able to complete the case normally after restarting. Review of the internal alarm log shows an entry that reads "inflow outflow crosscheck failure" at the time the machine failed. Manufacturer notified.